Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level as well as up and insulin pump down buttons were hard to press. The customer¿s incident blood glucose level was unknown. The customer did not experience any symptoms or treatment result of high blood glucose event. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons are functioning properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Rewind functioned properly and no unexpected grinding or unusual motor noise during motor operation. Device was monitored and no unexpected low battery alert alarms occurred during testing. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.